Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by the FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailalbe. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient in the wise-up registry study experienced significant left chest wall pain (8/10) beginning on the evening of the procedure and persisting overnight. Physical examination identified localized swelling and tenderness consistent with a hematoma, without active bleeding. Hemoglobin remained stable, with mild leukocytosis considered reactive to the recent procedure. Chest x-ray showed no pneumothorax or other acute complications. No additional information was provided.

Manufacturer narrative:
The involved devices include model 3100 battery (s/n (B)(6)) and model 4100 transmitter (s/n (B)(6)). The battery and transmitter remain implanted and were not returned for evaluation; therefore, visual inspection and bench testing could not be performed. A review of device manufacturing and release records confirmed the devices met all specifications prior to distribution. No device malfunction or performance issue was identified. Hematoma is a known potential adverse event associated with surgical implantation procedures and is disclosed in the instructions for use. Based on the available information, the event is considered procedure-related. There is no evidence to suggest the wise crt system malfunctioned or contributed to the reported event.